Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose. Customer's blood glucose was 521 mg/dl. Customer stated that she treated with the insulin pump. Customer stated that she had nausea due to high blood glucose. Customer stated that she has a back-up plan. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that the cannula was not bent. Customer stated that the cannula was not occluded. Customer was advised to do a complete set change.